Manufacturer narrative:
The returned pad device had its memory erased on or before (B)(6) 2011. Multiple events on (B)(6) 2011 indicate the device was switching itself on as reported. Though no fault was found with the re turned pad or pad-pak previous experience has shown us that this type of problem is caused by a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This event malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.